Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with the elecsys toxo igg immunoassay on a cobas 8000 e 801 module. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. The sample was tested on the e 801 analyzer, resulting with a toxo igg value of 44.5 iu/ml (positive). The sample was repeated using an unknown chemiluminescent immunoassay, resulting with a value of 1.10 ui/ml (non-reactive). The serial number of the e 801 analyzer is (B)(4).